Event description:
During evaluation of a returned mini-cap, damage to the light blue main body of the device was observed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was performed. A visual inspection and microscopic inspection were performed which identified the damage on the main body of the twist clamp. Leak testing, clamp function testing, integrity of seal surface testing, and clear passage testing were performed with no issues noted. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.